Manufacturer narrative:
Medical records were provided and reviewed. Medical images have not been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: vena cava filter was placed infrarenal secondary to deep vein thrombosis and pulmonary embolism. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs perforated. It was further alleged limbs detached and migrated into the heart and lungs. After multiple unsuccessful attempts the device was removed percutaneously. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and five months post filter deployment, computed tomography (CT) revealed that several tynes of the inferior vena cava filter pierced the left lateral inferior vena cava wall and abutted the second portion of the duodenum. These either lie along the inferior margin of or were embedded in the duodenal wall and an additional tyne appeared to abut or pierce the abdominal aorta as well as were intimately associated with the inferior aspect of the third portion of the duodenum. Approximately five years later, filter retrieval was performed. Abdomen scout radiograph revealed that the inferior vena cava filter with 6 filter legs, 3 intact filter arms, and 3 missing filter arms and the chest scout radiograph demonstrated 3 previously embolized filter arms, one overlie the left lower lobe, one overlie the right lower lobe, and one overlie the right atrium and also vena cavogram revealed that no acute thrombus or acute injury. Under real-time ultrasound guidance, amplatz wire and a 14 french × 45 cm cook sheath was advanced into the inferior vena cava. The sheath was advanced to just below the apex of the filter and rigid forceps were placed through the sheath. The embedded apex was engaged by the forceps and sheath was advanced and successfully removed. Post-retrieval inferior vena cavogram revealed that the filter apex was embedded along the right lateral caval wall, and this was associated with mild focal caval stenosis. Fluoroscopic images over the chest showed successful displacement of the previously seen right atrial filter fragment and this fragment was now within the left lower lobe of the lung. Limited left pulmonary arteriogram and selective posterior left lower pulmonary branch arteriograms showed the filter fragment safely resided in a small peripheral pulmonary artery branch. Completion fluoroscopic images demonstrated three residual filter arm fragments in stable intrapulmonary locations, two in the left lower lobe and one in the right lower lobe. There were no longer any intracardiac fragments. Therefore the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4. H11: h6(results & conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs perforated. It was further alleged limbs detached and migrated into the heart and lungs. After multiple unsuccessful attempts the device was removed percutaneously. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs perforated. It was further alleged limbs detached and migrated into the heart and lungs. After multiple unsuccessful attempts the device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records was not performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs perforated. It was further alleged limbs detached and migrated into the heart and lungs. After multiple unsuccessful attempts the device was removed percutaneously. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Medical record review: vena cava filter was placed infrarenal secondary to deep vein thrombosis and pulmonary embolism. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for perforation, detachment of filter limbs, and removal difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.